Manufacturer narrative:
Reported event of cutting wire failed to conduct. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was to be used during a procedure to cut the papilla. According to the complainant, during the procedure, the physician attempted to cut the papilla. However, the device failed to electrically activate. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was to be used during a procedure to cut the papilla. According to the complainant, during the procedure, the physician attempted to cut the papilla. However, the device failed to electrically activate. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Result - no failure detected; the alleged failure could not be duplicated; however, the working length was found to be twisted. A visual examination of the returned device found that the working length was twisted. The exposed cutting wire was found intact at the distal end of the device. The exposed cutting wire was measured and met specification. A functional evaluation found that the device met the minimum bowing specification. A second functional evaluation found that the continuity between the 2-in-1 connector and the exposed cutting wire was able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and cutting wire was measured and found to meet the cutting resistivity specification. The complaint was unable to be confirmed. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.